Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 240 mg/dl but the blood glucose was 445 mg/dl. At the time of the phone call, the customer's blood glucose as 225 mg/dl, which was treated with the insulin pump. The customer stated that they under a lot of stress due to a death in the family. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-94532.